Event description:
Field follow-up confirmed the issue was identified as pacemaker mediated tachycardia (pmt) and no system changes were performed.

Event description:
Boston scientific received information that a call was placed to boston scientific technical services about the interrogation of this pacemaker and associated strips. The strips appear to show no pacing activity and possible atrial fibrillation. There is an abrupt onset of probably slow non sustained ventricular tachycardia which terminated after 23 seconds. There is a spike present into a segment which appears to initiate the ventricular tachycardia (vt). There is a similar spike of a sinus beat that does not capture. It was believed that the two spikes are telemetry artifacts and not pacer output because all other beats are sensed normally. It was noted that there is also possible right ventricular (rv) undersensing. It was suggested that the device function be checked and to review the logbook. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.